Event description:
It was reported that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a couple months ago after the visit at physician office last (B)(6) of 2022 from date manufacturer was made aware.